Event description:
Pt ordered for medication drip. Concentration in medication bag 500 mg/50 ml. Medication drip primed through regular tubing. Medication drip scanned and hung at 1329. Pump programmed pump for 1 mg/hr. At around 1520, IV pump beeped indicating "air in line." Noted IV tubing above pump to be dry and large amount of medication was missing from medication bag. Medical team evaluated and no harm to patient; nurse manager sequestered equipment and passed to clinical engineering; clinical engineering replicated event and large amount of fluid was dispensed over the testing period.